Event description:
It was reported that during detection of a ventricular tachycardia (vt) episode, the anti-tachycardia pacing (atp) was ineffective prior to and during the capacitor charge resulting in undersensing. When the capacitor was near charge end, appropriate sensing resumed and the therapy shock was successfully delivered. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were no anomalies found.